Event description:
It was reported that undersensing was observed. Premature ventricular contractions were noted in real-time egm. Programming changes were recommended. No further information is available.

Manufacturer narrative:
(B)(4).